Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the device indicates 8 empty syringes of 1.0ml received without cap nor needles. No defect observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
A healthcare professional reported four boxes (8 syringes) of juvéderm voluma® xc that the "needles were loose" and "not securing to the syringes." Healthcare professional stated that patient contact occurred, but could not provide patients' information. Healthcare professional confirmed that the allergan packaged needles were used, they were tightened by hand, and confirmed it was the initial use of the syringes. No additional information was provided.